Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in a severely tortuous and moderately calcified coronary vessel. Pre-dilatation was performed using a non-bsc balloon for several times resulting in 50% stenosis. A 4.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the distal part of the stent was lifted. Another non-bsc balloon was then used to dilate the lesion again and the procedure was completed with a 4.0x28mm synergy xd. No patient complications were reported.